Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. After dilatation was performed, a 3.00 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Abrupt closure and vessel dissection were noted. Subsequently, the patient was sent to cardiovascular intensive care unit for surgery on that evening.